Event description:
It was reported during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument would not seal correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument would not seal correctly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the complaint regarding the vse instrument would not seal correctly was not confirmed by failure analysis. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy activation test was then conducted on system. The wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Failure analysis performed the grip force test on the grips as additional testing, and it measured at 7.62 lbf in straight orientation, 7.11 lbf in yaw, and 7.0 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw gap test passed. The complaint regarding sealing issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This MDR is being submitted to add reference to a field action.